Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a pump error and an issue with the reservoir. The customer reported no adverse event. The event involved product mmt- 1884. Troubleshooting was performed and the issue was unresolved. The customer reported receiving a pump error 38 and error 43. The customer was able to clear the error but was unable to complete the rewind process. No harm requiring medical interventions were reported. The customer will discontinue pump use and revert to back up plan as per the health care professional instructions. The product mmt- 1884 will be returned for analysis.

Manufacturer narrative:
The thump software was utilized and downloaded trace/history files properly. In further analysis of the pump history found pump error 130 alarm on 12/23/2025 at 01:52:09.000 and 08:53:12.000, multiple pump error 38 alarm on 12/23/2025 from 08:55:07.000 until 09:08:57.000 and one pump error 43 alarm on 12/23/2025 at 08:53:08.000. Pump alarmed pump error 38 during the rewind test. Unable to perform the prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to pump error 38 alarm. Pump was cut open to perform visual inspection and found corroded motor home switch. The sc1 cap locks properly in place in the reservoir compartment noted. Pump received with scratched case and pillowing keypad overlay during the visual inspection. Pump error 38 alarm during the rewind test and pump error 38, 130 and 43 alarm confirmed in the pump history due to corroded motor home switch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.